Event description:
The customer reported his blood glucose, carbohydrate intake and insulin history. The pod was removed and he noticed there was no cannula coming out of the pod. The adhesive pad was wet with insulin. He also stated that he does recall that he felt the needle insert into the infusion site but he thinks the cannula and the needle both retracted back into the pod.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or determine its root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.